Event description:
The complainant reported that dr was doing a biopsy on a pt with hard bone. Two needles were used because the first was accidently bent. Upon using the 2nd needle a small piece of the tip (approximately 1-2mm long) broke in the area of the right l-5 pedicle. Two lot numbers were provided, but it is unclear which relates to the needle with the broken tip. The complainant requested to speak with e-z-em's medical director for advice on if he should attempt to surgically remove the broken fragment.